Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/16/2009 that a customer had an issue with gauze. The customer stated that the product is falling apart at the weld. The gauze shredded during surgery into a pt wound.